Event description:
It was observed that during the device inspection, the video system center exhibited that the power switch cannot be turned on. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6(component code is being corrected to 499 - power switch. Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the event was caused by a failure of the power unit. However, a definitive cause could not be determined. Olympus will continue to monitor field performance for this device.